Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with a reported issue is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique in three access sites via an 8.5f sheath and two 8f sheath holes prior to an ablation procedure. The sutures of three proglide devices were successfully pre-placed with one suture achieving hemostasis in each access site. Reportedly, post procedure the foot was noted to be swelling. Echo-guided imaging was unable to determine the cause. The patient was discharged. Swelling worsened with the patient returning to the hospital may 19th. Additional imaging (echo and CT scan) was performed with stenosis suspected. May 20th surgery was performed and revealed one suture was successfully placed in the 8.5f hole. The second device's foot had caught the back wall in an 8f hole, likely when the plunger was pushed in, and turned over the vessel. The third device's suture in the final 8f hole was deployed at the same site causing the stenosis. During surgical intervention, the two sutures were cut and the turned over tissue was corrected. The swelling subsided. Antibiotics were administered and hospitalization was prolonged. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use, as a foreseeable adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported back wall stitch and swelling; however, the treatment appears to be related to circumstances of the procedure. The patient effect occlusion is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - impact code 4641 removed.